Manufacturer narrative:
Investigation, including root cause analysis, is in progress.

Event description:
A system operator reports two custom patients with topographically-observed "central islands" (corneal irregularities) and possible decreased bcva following a custom myopia with astigmatism laser procedure. This report is for the second patient, the first patient is being submitted under manufacturer number 1061857-2007-00113. Additional information has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.